Event description:
It was reported during in clinic follow up that the right ventricular (rv) lead exhibited loss of capture. Lead repositioning was attempted but unsuccessful as the helix failed to re-extend. The lead was successfully replaced. The patient was stable.